Manufacturer narrative:
Expiration date - october 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : requested, unknown. Establishment name: (B)(6) clinic. Occupation: veterinarian. Device manufacture date: 11/02/21-11/05/21. Investigation findings - (B)(4). The actual sample was not returned; therefore, our retention samples of the reported lot number were utilized for our investigation. The bonding portion between the inner needle and inner needle hub was closely checked, where it was confirmed that the resin had been melted and foamed with no anomalies in welded condition. Next, the bonding strength of inner needle was measured. The results were all shown within our internal standard. The concerned product is produced by fully automated machine, from assemble and fitting of inner needle and catheter, through to individual packaging and case labeling. Sampling inspection is conducted every 8 hours, wherein inner needle bonding strength is measured for predefined number of samples. The manufacture inspection records of the reported lot number were traced back and reviewed, wherein no machine trouble, which may have contributed to defective inner needle bonding strength, was noted. Moreover, our quality inspection records show no inner needle detachment or out-of-spec of inner needle bonding strength. We were not able to identify the specific root cause since no anomalies which may have contributed to defective inner needle bonding strength were noted in our retention samples and our manufacture inspection records checking. (B)(4).

Event description:
The user facility reported that after the terumo surflo i.v. Catheter was placed, the inner needle was attempted to be removed, however the inner needle detached and remained in the vessel. The broken piece remained in the patient. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Additional information was received on 30 may 2022: it was confirmed that the detached inner needle was not in the vessel, but subcutaneously. The veterinarians determined it would be better to not remove it rather than it be removed by incision. The puncture site was the cow's neck.